Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
The procedure was to treat a a moderately calcified mid left anterior descending artery. The 2.5x15mm trek balloon dilatation catheter (bdc) ruptured during the first inflation at 14 atmospheres. It was noted the calcification might be the cause of the rupture. Another trek was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.